Event description:
Related manufacturer reference numbers: 2017865-2023-16580. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead and right ventricle lead exhibited noise. Both leads were explanted. Patient condition was stable.

Event description:
New information received notes that both atrial lead and right ventricle lead were also replaced.

Manufacturer narrative:
The reported event of lead noise was confirmed. The distal portion of the lead was returned in one piece for analysis. Visual examination of the lead found an external insulation abrasion breaching the outer insulation at 44.7 cm to 44.9 cm from the distal tip and exposing the outer coil caused by friction to device can. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.